Event description:
The patient presented with abdominal pain and abscess after permacol was implanted in a hospital by an unknown surgeon. The doctor in another state explored the wound and drained a large abscess. Upon opening the wound, the surgeon noted a foul odor and reported that some of the permacol was slimy and other parts were crisp. The surgeon removed the permacol without incident and the wound healed.